Event description:
Per paperwork sent with the explanted device, the pt experienced "extra cochlear sensations "shock" even with the device off". The device was explanted and the pt was reimplanted with a new device in 2007.